Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va0t6vd, implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 15-sep-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostim ulator (ins). It was reported that the patient had insufficient tremor control even after multiple programming attempts. The patient had a bilateral replacement due to this.